Event description:
Baxter received a report from the facility stating "the nurse was adjusting the dose rate of a critical blood pressure control medication infusion. Upon completing the changes, nurse pressed the on/off button momentarily and the pump shut down. The user, having realized the error, immediately pressed the start button at which point the pump went into an undetermined state and would not turn on again. Nurse obtained a second pump which also shut down when nurse went to push start. As a result, the pt's blood pressure was seriously depressed for approx five minutes." The facility reported that no pt injury or adverse outcome resulted. Attempts were made by baxter quality management to obtain extra info regarding pt demographics, diagnosis, blood pressure values, medical interventions needed, and the medication involved but no additional details are known.